Event description:
Caller states, the patient tested 4.2 inr on the coaguchek s system while a comparison lab returned as 3.2 inr. No treatment information provided. No adverse event reported. Requested return of suspect device, however, caller no longer has the test strips; replacement was sent.